Event description:
It was reported that the coil arm detached and migrated into the cerebellum. The non-stenosed target lesion was located in the severely tortuous and non-calcified right internal thoracic artery. A 4mm x 15cm interlock was selected for collateral embolism of the internal thoracic artery after a graen's procedure and before a fontan procedure. A total of 12 embolic coils were placed in the internal thoracic artery. However, it was observed that the 9th coil was protruding. A snare was used to grasp the 9th coil. It was grasped approximately 1cm from the interlocking arm with the snare and pulled. However, the coil unraveled and broke off at the part where it was snared. The detached component migrated into the cerebral blood vessels and deep into the cerebellum. A neurosurgeon determined that it could not be retrieved. Subsequent CT and MRI scans have determined that it is impossible to retrieve the detached arm. The unraveled part of the coil that remained in the internal thoracic artery was retrieved by a surgeon through thoracotomy. The phrenic nerve was damaged when the coil was surgically retrieved, which caused some diaphragm problems. There were no further signs of an impact on the overall patient condition. It was further reported that a balloon catheter to try to push coil into internal thoracic artery but that also did not work. The maneuvers would move orientation of protruding portion of coil temporarily, but it would then return to where it was.

Event description:
It was reported that the coil arm detached and migrated into the cerebellum. The non-stenosed target lesion was located in the severely tortuous and non-calcified right internal thoracic artery. A 4mm x 15cm interlock was selected for collateral embolism of the internal thoracic artery after a graen's procedure and before a fontan procedure. A total of 12 embolic coils were placed in the internal thoracic artery. However, it was observed that the 9th coil was protruding. A snare was used to grasp the 9th coil. It was grasped approximately 1cm from the interlocking arm with the snare and pulled. However, the coil unraveled and broke off at the part where it was snared. The detached component migrated into the cerebral blood vessels and deep into the cerebellum. A neurosurgeon determined that it could not be retrieved. Subsequent CT and MRI scans have determined that it is impossible to retrieve the detached arm. The unraveled part of the coil that remained in the internal thoracic artery was retrieved by a surgeon through thoracotomy. The phrenic nerve was damaged when the coil was surgically retrieved, which caused some diaphragm problems. There were no further signs of an impact on the overall patient condition.